Event description:
An (B) (6) male pt's caretaker contacted zoll lifecor customer support to report that the pt had just put the vest back on after taking a shower, and the monitor was making a loud clicking noise. The caretaker removed the battery and reported that the monitor was hot to the touch. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor (B) (4) is currently underway. The reported problem (clicking noise from monitor) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.